Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device battery voltage was down to 2.47 volts with battery impedance greater than 20,000 ohms. The caller noted that the patient had been feeling some symptoms of lightheadedness. The patient has not been seen in 3 years. The device was programmed to 5 volts at 0.4ms, and was reportedly "operating". The device was explanted and replaced. No further patient complications were reported as a result of this event.